Manufacturer narrative:
(B)(4). Per photographic evaluation: one photo was provided; the picture shows tissue with staples on it. The staples appear to be not fully formed. Based on the photo provided the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
Product complaint # (B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide product codes for the devices involved in this event? Will any devices be returned for analysis? If yes, please list the products being returned for analysis. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that during a sleeve gastrectomy procedure, clamp line without consistency in the second shot with green load.